Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, olympus sent out the device for additional microbiological testing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing by user and olympus, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Result of culture test performed by the third-party labs was provided by the user as follows: sampling date: (B)(6) 2024. Sampling from: all the channels. Colony forming unit (cfu) : 7cfu. Bacterial identification: micrococcus luteus. Sampling date: (B)(6) 2024. Sampling from: all the channels. Colony forming unit (cfu): 1cfu. Bacterial identification: moraxella species. Sampling date:(B)(6) 2024. Sampling from: all the channels. Cfu: 1cfu. Bacterial identification: corynebacterium freneyi. Sampling date: (B)(6) 2024. Sampling from: all the channels. Cfu: 1cfu. Bacterial identification: staphylocoque à coagulase négative. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all the channels. Colony forming unit (cfu): 1cfu/endoscope. Bacterial identification: staphylocoques à coagulase négative. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of reportable issue could not be specified. The same bacteria were detected from different sampling locations in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.